Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly post procedure, hemostasis could not be achieved. The physician was in training and this was his first time using the prostyle device. The physician did not pull hard enough on the sutures and therefore did not tighten the knots completely. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: while maintaining tension on the rail suture limb, keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose snared knot pusher to assume a single handed position. Complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017 failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulmonary vein isolation (pvi) procedure. The sutures of three prostyle devices were successfully deployed. The sheath was upsized to greater than 8.5f and the pvi procedure was completed. Reportedly post procedure, hemostasis could not be achieved. The physician was in training and this was his first time using the prostyle device. The physician did not pull hard enough on the sutures and therefore did not tighten the knots completely. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.